Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device had an undetected downstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The device failed the downstream occlusion test on the high setting during baxter's functional testing. During the evaluation, the device was re-tested with passing results. The device was recalibrated to ensure accurate downstream detection.